Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Professor (B)(6) performed 2x mako total hip procedures and when removing the pelvic checkpoints from both of the patients' acetabulums they were retrieved incomplete. Assessment was made by prof (B)(6) regarding trying to retrieve the broken pin in each patient but he decided to leave both in situ. The checkpoints that were used were 2x 111653 3.5 hex impaction checkpoints. 2x 111653 were also used during the procedures for the greater trochanter checkpoints but both of these were removed fully intact. Surgical delay less than "5". This pi is for the 1st patient.

Manufacturer narrative:
Reported event: professor (B)(6) performed 2x mako total hip procedures and when removing the pelvic checkpoints from both of the patients acetabulum¿s they were retrieved incomplete. Assessment was made by prof (B)(6) regarding trying to retrieve the broken pin in each patient but he decided to leave both in situ. The checkpoints that were used were 2x 111653 3.5 hex impaction checkpoints. 2x 111653 were also used during the procedures for the greater trochanter checkpoints but both of these were removed fully intact. Surgical delay less than 5 minutes this pi is for the 1st patient. Product evaluation and results: the device was unavailable for inspection by the investigator. Images of the fractured checkpoints were provided. The images show the fracture occurring roughly half the length (12.75mm) of the barbed shaft. The fracture seems to have occurred from axial stress as no indication of bending is obvious from the provided images. Product history review: a review of the device history records could not be performed as the lot was not provided. Complaint history review: a review of the complaint history could not be performed as the lot was not provided. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
Professor (B)(6) performed 2x mako total hip procedures and when removing the pelvic checkpoints from both of the patients acetabulum¿s they were retrieved incomplete. Assessment was made by prof (B)(6) regarding trying to retrieve the broken pin in each patient but he decided to leave both in situ. The checkpoints that were used were 2x 111653 3.5 hex impaction checkpoints. 2x 111653 were also used during the procedures for the greater trochanter checkpoints but both of these were removed fully intact. Surgical delay less than 5 this pi is for the 1st patient.